Event description:
It was reported that prior to an unspecified procedure, a shaft break occurred. Upon opening the maverick2 monorail 15mm x 2.5mm balloon package, it was noted that the shaft was broken. No other info was provided.